Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was intermittently pacing at 70bpm. The technical services consultant noted the device was past elective replacement indicator (eri) which can result in erratic pacing. The device was replaced. No patient complications were reported as a result of this event.